Manufacturer narrative:
The following s4 item included in this report/one each: (B)(4) polyaxial screw 7.0x50mm / lot: 51498060. Procedure was at (B)(6).

Event description:
The screw broke - resulted in non-union; redo for the pt. Op report from surgeon is attached.